Event description:
Images that were prospectively reconstructed did not appear the same as images that were retrospectively reconstructed normally. Both reconstructive images used the same parameters. It was determined that the system was using two different algorithms for the reconstructions when they should have been using the same algorithm. Images appear with 30% more noise than those reconstructed with the proper algorithm.no injury or misdiagnosis reported.